Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
Note: this report pertains to one of five devices used during the same procedure. Manufacturer report # 3005099803-2017-01943 pertains to the first resolution 360 clip device, manufacturer report # 3005099803-2017-01944 pertains to the second resolution 360 clip device, manufacturer report # 3005099803-2017-01945 pertains to the third resolution 360 clip device, manufacturer report # 3005099803-2017-01946 pertains to the fourth resolution 360 clip device and manufacturer report # 3005099803-2017-01974 pertains to the fifth resolution 360 clip device. It was reported to boston scientific corporation that five resolution 360 clip devices were used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was deployed; however, the clip failed to release from the catheter. The same issue occurred with the next four clips. The procedure was completed with another resolution 360 clip device. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.